Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl and that insulin was leaking from the infusion site. The customer did not mention any symptoms of their blood glucose levels. The customer treated with carbs. The customer¿s blood glucose level was 123 mg/dl at the time of the call. The customer reported that they noticed insulin leaking from their infusion site. They changed infusion sites and began to bleed. They changed infusion sites again to resolve the issue, however they report that they administered more insulin than they were supposed to and went low. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.